Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect total b-hcg result for one patient. The initial result on (B)(6) 2021 was 358.42, repeated <1.20. A new sample was obtained, and the result was <1.20. No impact to patient management was reported.

Manufacturer narrative:
The field service engineer (fse) was dispatched to troubleshoot the issue. The fse performed multiple troubleshooting tasks including the replacement of the syringe assy and the vortexer, stabilized which resolved the issue. A review of the analyzer¿s service history identified no contributing factors on or around the time of the complaint. There have been no further reports of discrepant b-hcg results since the current complaint. A review of tracking and trending did not reveal any trends related to the customer¿s issue. The i1000sr erratic result rate is within acceptable limits with no trends identified. Labeling was reviewed and found to be adequate. The architect system operations manual provides adequate information and troubleshooting concerning erratic/ discrepant results. The architect I system service and support manual provides adequate information for the removal, the replacement, and the validation procedures for the syringe assy and the vortexer, stabilized. Based on the investigation, no systemic issue or deficiency was identified.